Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a short circuit on the ins, the patient fell out of a bed, and drained the battery quickly. It was believed that it was the first ins. There were no further symptoms or complications reported or anticipated.